Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported patient had issue charging his ins with his controller. Patient stated, ¿it took the controller forever to find the battery and got a signal, and sometimes patient would be charging, and the signal would drop¿. Patient added the recharger and ¿connection box¿ on the recharger got extremely hot. Prior the call, patient mentioned his controller battery was at 80% and his ins was ¿dead or critical¿. Patient could get the ins to 30%, but the controller battery dropped to 20% in the process. Patient could achieve excellent recharge quality, patient charged the ins nightly because it was ¿set on high intensity¿. Patient noted he flipped the recharger on each side and reset the li battery in an effort to resolve the recharging issue but was unsuccessful. Patient stated one occasion where he plugged the desktop charger into the wall and the controller would not charge right away, patient confirmed this was resol ved, and only mentioned it because he was not sure if the controller or recharger was the source of the ins recharging issue. Patient services instructed patient to connect recharger to the controller, he was in passive recharge mode and said the middle number was 0 initially, then went up to 15, then eventually reached 90 and stopped. A replacement recharger would be sent, recharger got hot, just started 2 days ago and same charge rate, pin in recharger appeared o.k. No further complication and no symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found broken battery case and the device was scrapped this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.